Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 300 after changing supplies, with the user not receiving needed insulin following the change; the agent guided the user to replace all infusion-related supplies, and replacement supplies were arranged for shipment. Symptoms included elevated blood glucose. Outcomes included troubleshooting and education with supply replacement and no hospitalization. Investigation included technical support review and user-led troubleshooting of the infusion setup. Investigation of this case revealed that the cause of hyperglycemia was unclear, with a suspected interruption of insulin delivery associated with the infusion setup; specific component lots referenced by the user were recorded for traceability. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.